Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device was alerting due to undefined high impedance on the right ventricular (rv) lead. There was also rising threshold. The lead remains in use. No patient complications have been reported as a result of this event.